Event description:
A pump declared an altitude alarm, which caused the customer's blood glucose level to display as "high," exceeding the normal range. The customer took corrective action by administering a correction injection via multiple daily injections and did not require third-party assistance. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, which resolved the issue, allowing the pump to resume normal operations. Tips for preventing future altitude alarms were provided, and the customer acknowledged the guidance.